Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A visual inspection was performed on the returned device and the reported proximal shaft separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined that the reported hypotube separation appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during unpacking, the proximal to mid shaft of a 2.5 x 12 mm trek balloon catheter was noted to be separated into two pieces. Therefore, the device was replaced with another unspecified balloon catheter to successfully complete the procedure. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4).